Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump diminishes battery and screen is hard to read and act button has be pressed multiple times to respond. The customer¿s blood glucose level was unknown at the time of incident. The customer declined to transfer to helpline.

Event description:
Weight has been changed to (B)(6).